Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2019 the following findings: during investigation, there were loss of primes observed in black box; force readings do not reach zero. The rewind, load, and prime steps performed successfully. Force sensor calibration test confirmed force sensor is detecting correct force at 5lbs. No loss of primes occurred during testing. Pump opened and no damage found to force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.